Event description:
Staff injected drug solution to a spring finger (left long finger) . When removing the needle, the needle broke between the long finger and the palm. Patient was sent to the ER and broken piece was removed by surgery.

Event description:
Staff injected drug solution to a spring finger (left long finger) . When removing the needle, the needle broke between the long finger and the palm. Patient was sent to the ER and broken piece was removed by surgery.